Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer changed battery and then received a weak battery alert. Customer was not able to see alarm history to confirm the low battery alert. Customer's blood glucose was unknown, but customer reported that blood glucose was high. During troubleshooting, customer reported that battery was not previously used and was not sure if insulin pump was not dropped or bumped. After troubleshooting, customer was advised to monitor insulin pump and to call back with someone who could help see pump.